Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead became damaged during the implant procedure. A conductor fracture was suspected. A new lead was used in the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 102 mm from the terminal pin. Two segments were received. The lead segments passed resistance testing, indicating the segments were electrically continuous. However, no further testing could be performed due to the condition of the lead. Laboratory analysis was not able to confirm or refute a conductor fracture.